Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and no power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation; the customer's report of no power up was not duplicated. However the customer's report for the self test failed was observed and attributed to a the digital board. The digital board was replaced to resolve the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.